Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited high pacing impedance and failure to capture. Through magnetic resonance imaging, it was noted that the rv lead fractured and there was a lack of lead slack. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.